Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saw the por (power on reset) message on the date of the call when trying to connect to ins. When asked whether there were any recent medical tests that may have caused emi, patient mentioned they had a kidney stone (B)(6) of 2018 and an x-ray about a month ago. Also noted device was over 7 years old. The patient was advised to follow up with their doctor to have the device checked. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they couldn¿t remember the dates, but it was maybe 2 months ago around the 1st of november when they were asked if they had notified their healthcare provider. When asked for the steps taken to resolve the por the patient reported the urology physician¿s assistance turned the device back on. When asked for the cause of the por, the patient indicated they weren¿t sure, but they had a kidney stone last year and it might have happened then, around (B)(6) 2019. The patient indicated the device was working fine now as on (B)(6)2020. No further complications were reported.